Manufacturer narrative:
The insulin pump passed selftest, prime and excessive no delivery test. The pump was monitored and no missing segment during testing. However, unable to perform displacement test due to completely broken off reservoir tube lip. The pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corner, cracked reservoir tube window, missing end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that the reservoir compartment was damaged and segments was missing. The customer¿s blood glucose level was 340 mg/dl and customer took injections this morning. The customer also reported that the reservoir was able to lock in place when inserted in insulin pump but blood glucose was running high. The insulin pump will be returned for analysis.